Event description:
It was reported to medtronic minimed that the customer stated that the insulin pump was exposed to water and the insulin pump had a blank display, keypad anomaly; there was no response from down and right button. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the moisture damage, blank display and keypad anomaly, the buttons did not respond and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation unit gave a flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to flashing medtronic logo. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. During deconstructive analysis, corroded keypad flex connector gold traces were noted. Moisture damage was also noted on the keypad connector on the electronic stack and on the electronic assembly. Flashing medtronic logo was due to corroded electronic assembly. Unable to download history files and traces using thump software due to display anomaly. Unit was also received with: cracked case (battery tube), battery tube threads - cracked, cracked case, label damage (peeling), cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer's allegations of blank display and keypad anomaly were not confirmed due to unit powering on with flashing medtronic logo, caused by corroded electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.